Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicates that lead was found to be dislodged at pre discharge check up and was verified through chest x ray. According to the field representative, it was assumed that there was no capture which caused the lead to dislodged. Furthermore, lead dislodgement was discovered after pocket closure. This lv lead was explanted. No additional adverse patient effects were reported.